Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. (B)(6). Investigation/evaluation the actual complaint devices were not returned as they remain implanted in the patient. Without the complaint device, a physical investigation was not able to be completed. Imaging was provided for review. A document based investigation has been performed including a review of the provided imaging, device history record, instructions for use, manufacturing instructions, and quality control data. Each zenith device is shipped with instructions for use (IFU), listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. The device history record for complaint device lot number 6384706 was reviewed and no non-conformances were noted. The device history record for complaint device lot number 6666996 was reviewed and again noted there were no non-conformances during manufacturing. The qc specification and manufacturing instructions were reviewed and no evidence was found that the device was manufactured out of specification and no non-conformances were noted. Single images from angiographic runs at implantation and a one-day post implantation cta were provided for review. Post implantation angiography was limited for endoleak origin detection as only one or two selected frames from completion angiograms were provided. The cta was significantly more helpful, although still limited, because cta cannot directly demonstrate flow as it provides only a single point in time. Of these endoleaks, only the endoleak originating from the unibody and the type 1b, left zsle endoleak, were observed at implantation. The left zsle was significantly oversized relative to a heavily calcified, irregular funnel shaped seal zone. Contrast in the seal zone was observed on cta and implantation angiography. The type ib endoleak should resolve as the seal zone conforms to the sealing stent and as thrombus fills in the pleats and seal zone surface irregularity. As a general principle on cta, endoleak origins can be identified where contrast outside the endograft components is at the greatest density, provided the lumen is still filled with contrast of equal or greater density. Accordingly, on cta, five discrete endoleaks and possibly a sixth were still present one-day post implantation. The sixth possible endoleak, a right zsle type 1b endoleak, was observed on completion angiography but likely was resolved on the cta the following day. Impressions of the imaging reviewer. Five or possibly six endoleaks were observed on one day follow up cta. Graft porosity was unlikely a cause. Endoleak surrounding the unibody has the greatest potential of not spontaneously resolving. The planning and sizing sheet is not available. There have been no follow up visits or imaging performed after the post procedure CT on 28november2017. Per the instructions for use (IFU), strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. There is no mention of balloon molding. There is no information regarding difficult placement of the device. Based on the information provided and the image review, the right zsle type ib endoleak observed on completion angiography was resolved on the cta the following day. It is possible that the type ib endoleak resolved as the seal zone conformed to the sealing stent and as thrombus fills in the pleats and the seal zone irregularity. Since the right zsle type ib endoleak was resolved by itself on the following day, this complaint cannot be confirmed and no risk assessment was performed. No endoleak was reported by the customer. However, single images from angiographic runs at implantation and a one-day post implantation cta provided, indicated a type ib left zsle endoleak at implantation. Per the image review, the left zsle was significantly oversized relative to a heavily calcified, irregular funnel shaped seal zone. Contrast in the seal zone was observed on cta and implantation angiography. The type ib endoleak should resolve as the seal zone conforms to the sealing stent and as thrombus fills in the pleats and the seal zone irregularity. Based on the information provided in the image review, it is concluded that the type ib endoleak observed in the left zsle leg is related to patient condition, due to heavy calcification and irregular funnel shaped seal zone. Per the IFU, inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There have been no follow up visits or imaging performed after the post procedure CT on 28nov2017.

Manufacturer narrative:
Concomitant products: zta-pt-44-40-179 (lot #e3601003) ; t-branch-34-18-202 (lot #e3601459) (not sold in u.s., no similar device marketed in u.s.); zteg2pt-42-32-165pf (lot #e3623804) ; unibody-22-132 (lot #a1000126) distal body (not sold in u.s., no similar device marketed in u.s.); zsle-16-74-zt (lot #6384706) right iliac leg graft (related to pr (B)(4)); zsle-20-74-zt (lot #6666996) left iliac leg graft (related to pr (B)(4)). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
On (B)(6) 2017, the (B)(6) female patient with a history of peripheral vascular disease, sigma diverticulitis, stomach cancer, tia, and smoking (current) underwent a tevar procedure. The pre-procedure CT scan showed a stable type iii aneurysm. The maximum thoracoabdominal diameter measured 92 mm. The celiac artery, sma and both renal arteries were patent, with no evidence of renal infarcts. The patient was discharged on (B)(6) 2017 (19 days post-procedure). No adverse events or secondary interventions have been reported. Image review of single images from angiographic runs at implantation and a one-day post implantation cta showed that a right zsle type ib endoleak was observed on completion angiography but likely was resolved on the cta the following day. Additionally a type ib endoleak was observed at implantation and one-day post implantation. The left zsle was significantly oversized relative to a heavily calcified, irregular funnel shaped seal zone. This report is related to medwatch report number: 3002808486-2018-00182.